Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event the day after the onset. On the same day as hospitalization, the patient was treated with fortum (1g/2liters, route, frequency, and duration not reported) and refflin (1g/2liters, route, frequency, and duration not reported) for the peritonitis event. It was reported the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available.